Event description:
Event verbatim [preferred term] . Came in for a wound dressing after being burnt by the thermacare patch/the burn on the skin as well as blisters/pain [burns second degree], applied thermacare neck, shoulder & wrist for a stiff and painful back. [Device use issue]. Narrative: this is a spontaneous report from contactable nurse and consumer (gsk colleague). An 89-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2020 at an unspecified frequency for a stiff and painful back. The patient's medical history included ongoing hypertension from an unknown date, and he was fairly healthy besides being hypertension. He sometime suffered with muscle spasms and body pains, which appeared to be from old age as he was not very active physically. He was recently treated by his doctor for a bladder infection which had cleared. Concomitant medications included ongoing enalaprilat (enap) for hypertension and ongoing amlodipine for hypertension. The patient previously used thermacare heatwrap. The patient bought the product on the monday (B)(6) 2020 and applied it that evening. The tuesday morning of (B)(6) 2020 they noted the burn on the skin as well as blisters. The patient came in on (B)(6) 2020 for a wound dressing after being burnt by the thermacare patch he applied for a stiff and painful back. The burn occurred on (B)(6) 2020. His wife said that he used one before and this was the second time they used it but it was the first time this incident occurred. Unfortunately, they did not keep the packaging. It was discarded hence they could not get the batch number and expiry date. On (B)(6) 2020 the patient came into the pharmacy clinic and the nurse treated the wound with nuban ointment and bactigras dressing. This was repeated three times. He also received some medication for pain. The action taken with thermacare heatwrap in response to the event was unknown. The outcome of event came in for a wound dressing after being burnt by the thermacare patch/the burn on the skin as well as blisters was recovered. The outcome of the other event was unknown. Severity of harm was provided as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (09jul2020): new information reported includes: severity of harm. Follow-up (16jul2020): new information received from the same contactable nurse via gsk colleague included: start date of suspect product, medical history, concomitant medications, past product, event details (including new event the burn on the skin as well as blisters/pain, onset date, outcome).

Event description:
Event verbatim [preferred term]. Came in for a wound dressing after being burnt by the thermacare patch/the burn on the skin as well as blisters/pain/burn with visible serous fluid [burns second degree], applied thermacare neck, shoulder & wrist for a stiff and painful back. [Device use issue]. Narrative: this is a spontaneous report from contactable nurse and consumer (gsk colleague). An 89-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2020 at an unspecified frequency for a stiff and painful back. The patient's medical history included ongoing hypertension from an unknown date, and he was fairly healthy besides being hypertension. He sometime suffered with muscle spasms and body pains, which appeared to be from old age as he was not very active physically. He was recently treated by his doctor for a bladder infection which had cleared. Concomitant medications included ongoing enalaprilat (enap) for hypertension and ongoing amlodipine for hypertension. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient bought the product on the monday (B)(6) 2020 and applied it that evening. The tuesday morning of (B)(6) 2020 they noted the burn on the skin as well as blisters. The patient came in on (B)(6) 2020 for a wound dressing after being burnt by the thermacare patch he applied for a stiff and painful back. The burn occurred on (B)(6) 2020. His wife said that he used once before and this was the second time they used it but it was the first time this incident occurred. Unfortunately, they did not keep the packaging. It was discarded hence they could not get the batch number and expiry date. On (B)(6) 2020 the patient came into the pharmacy clinic and the nurse treated the wound with nuban ointment and bactigras dressing. This was repeated three times. He also received some medication for pain. The nurse reported the following details regarding the burn. 'Burn wound on his back 2 patches: 1 sized 7cm long and 1.5cm wide and the 2nd patch: 2.5cm wide and 1.5cm long. It was a first degree 'burn with visible serious fluid'. Surgical intervention such as debridement was not required. Treatment was required. A dressing was needed due to the location of the wound as well as the painful sensation experienced. Patient is not expected to experience long-term sequelae such as scarring. The action taken with thermacare heatwrap in response to the event was unknown. The outcome of event came in for a wound dressing after being burnt by the thermacare patch/the burn on the skin as well as blisters was recovered. The outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm was provided as s3. Follow-up (09jul2020): new information reported includes: severity of harm. Follow-up (16jul2020): new information received from the same contactable nurse via gsk colleague included: start date of suspect product, medical history, concomitant medications, past product, event details (including new event the burn on the skin as well as blisters/pain, onset date, outcome). Follow-up (20jul2020): new information received from the same contactable nurse via gsk colleague included: event details ('burn wound on his back 2 patches: 1 sized 7cm long and 1.5cm wide and the 2nd patch: 2.5cm wide and 1.5cm long. It was a first degree 'burn with visible serious fluid'), treatment. Follow-up (19sep2020): new information received from product quality complaints (pqc) group included: product quality investigation results.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm was provided as s3.

Event description:
Event verbatim [preferred term]. Came in for a wound dressing after being burnt by the thermacare patch [thermal burn], applied thermacare neck, shoulder & wrist for a stiff and painful back. [Device use issue]. Narrative: this is a spontaneous report from a non-contactable nurse and consumer (gsk colleague). An 89-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at an unspecified dose for a stiff and painful back. The patient's medical history and concomitant medications were not reported. The patient came in "yesterday" (B)(6) 2020 for a wound dressing after being burnt by the thermacare patch he applied for a stiff and painful back. The burn occurred on an unspecified date. His wife said that he used one before and this is the second time they used it but then this happened. The action taken with thermacare in response to the event and the event outcome were unknown. Severity of harm was provided as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (09jul2020): new information reported includes: severity of harm.

Event description:
Event verbatim [preferred term]. Came in for a wound dressing after being burnt by the thermacare patch/the burn on the skin as well as blisters/pain/burn with visible serous fluid [burns second degree], applied thermacare neck, shoulder & wrist for a stiff and painful back. [Device use issue], , narrative: this is a spontaneous report from contactable nurse and consumer (gsk colleague). An 89-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2020 at an unspecified frequency for a stiff and painful back. The patient's medical history included ongoing hypertension from an unknown date, and he was fairly healthy besides being hypertension. He sometime suffered with muscle spasms and body pains, which appeared to be from old age as he was not very active physically. He was recently treated by his doctor for a bladder infection which had cleared. Concomitant medications included ongoing enalaprilat (enap) for hypertension and ongoing amlodipine for hypertension. The patient previously used thermacare heatwrap. The patient bought the product on the monday (B)(6) 2020 and applied it that evening. The tuesday morning of (B)(6) 2020 they noted the burn on the skin as well as blisters. The patient came in on (B)(6) 2020 for a wound dressing after being burnt by the thermacare patch he applied for a stiff and painful back. The burn occurred on (B)(6) 2020. His wife said that he used once before and this was the second time they used it but it was the first time this incident occurred. Unfortunately, they did not keep the packaging. It was discarded hence they could not get the batch number and expiry date. On (B)(6) 2020 the patient came into the pharmacy clinic and the nurse treated the wound with nuban ointment and bactigras dressing. This was repeated three times. He also received some medication for pain. The nurse reported the following details regarding the burn. 'Burn wound on his back 2 patches: 1 sized 7cm long and 1.5cm wide and the 2nd patch: 2.5cm wide and 1.5cm long. It was a first degree 'burn with visible serious fluid'. Surgical intervention such as debridement was not required. Treatment was required. A dressing was needed due to the location of the wound as well as the painful sensation experienced. Patient is not expected to experience long-term sequelae such as scarring. The action taken with thermacare heatwrap in response to the event was unknown. The outcome of event came in for a wound dressing after being burnt by the thermacare patch/the burn on the skin as well as blisters was recovered. The outcome of the other event was unknown. Severity of harm was provided as s3. Follow-up (09jul2020): new information reported includes: severity of harm. Follow-up (16jul2020): new information received from the same contactable nurse via gsk colleague included: start date of suspect product, medical history, concomitant medications, past product, event details (including new event the burn on the skin as well as blisters/pain, onset date, outcome). Follow-up (20jul2020): new information received from the same contactable nurse via gsk colleague included: event details ('burn wound on his back 2 patches: 1 sized 7cm long and 1.5cm wide and the 2nd patch: 2.5cm wide and 1.5cm long. It was a first degree 'burn with visible serious fluid'), treatment.

Event description:
Came in for a wound dressing after being burnt by the thermacare patch [thermal burn], applied thermacare neck, shoulder & wrist for a stiff and painful back. [Device use error], narrative: this is a spontaneous report from a non-contactable nurse and consumer. An (B)(6) male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at an unspecified dose for a stiff and painful back. The patient's medical history and concomitant medications were not reported. The patient came in "yesterday" ((B)(6) 2020) for a wound dressing after being burnt by the thermacare patch he applied for a stiff and painful back. The burn occurred on an unspecified date. His wife said that he used one before and this is the second time they used it but then this happened. The action taken with thermacare in response to the event and the event outcome were not reported. Additional information has been requested and will be provided as it becomes available.